Manufacturer narrative:
RMA (B)(4) has been issued for the returned of the device. A spec sheet on the chair was received and a quote number (B)(4) has been issued for the return and replacement. Model 3gtq3-cg serial number (B)(4) is approximately 17 months old. The user manual part number 1143151 rev h (jul-10) was issued with the release of this device. The consumer stated that about a year ago the unit tilted by itself without a command prompt. The unit was assessed and it was observed that the wire was broken from the switch. The wire had worn down and split into. However, within the last 6 months the user has been having additional issues. The port on the joystick wore out. They replaced the switch. They also replaced parts of the footrests and bearings on the front casters. The joystick was replaced and the batteries were replaced within the last few months. It is unknown if the consumer has fully read and understands the users manual. On page 11 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer has made any adjustments to the device. On page 12 the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." An additional "set-up" warning is provided on page 20 and it states: "warning - after the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." It is unknown if the consumer was using the seat positioning strap at the time of the incident. The following warning is provided on page 24: "warning - the seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress." The condition of the joystick is unknown. The following warnings are provided on page 25: "warning "do not use with a broken or missing joystick knob." "Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish." "Do not use if joystick boot is torn or damaged." It is unknown if the joystick has been exposed to any moisture hat may have affected the joystick. On page 32 the following warnings are provided: "warning - avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not leave power wheelchair in a damp area for any length of time." "Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery." "Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately" the incident occurred when the consumer was at work. He was seated at his desk. He was using a telephone and computer. The unit allegedly started to tilt on its own. The consumer was unable to shut off the chair immediately, as he left the chair on. The power chair continued upwards taking his steel desk and pressing his knee and ankle against the desk. It is unknown if there was any emi interference that may have affected the joystick performance. On page 35 the following warnings are provided: "warning -" "do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on;" "be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them;" "if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe;" "be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and" "report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information" "20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection);" "this device has been tested to a radiated immunity level of 20 volts per meter." "The immunity level of the product is unknown." "Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels." It is unknown if the joystick was loose. The following warning is provided on page 42: "warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Set-up of the electronic control unit is to be performed only by a qualified technician. The final adjustments of the controller may affect other activities of the wheelchair. Damage to the equipment could occur under these circumstances."

Event description:
The consumer was sitting at her desk, when the chair allegedly started tilting without any command given and would not stop. The consumers legs were allegedly pressed up against the computer desk and the desk was lifted off the ground. The chair allegedly lurches and has pressed him against a bumper of a vehicle. No serious injury is alleged.